Event description:
At the end of the ercp (endoscopic retrograde cholangiopancreatography) case, an advanix stent was being placed. Physician reports the stent was not easy to push when pushing the stent in the scope. When the stent came out of the scope and into the patient, a fin from the autocap rx fell out of the scope and into the patient's duodenum. The physician was able to retrieve the fin. No parts of the autocap were left in the patient.